Event description:
It was reported that the customer had blood glucose levels of 504 mg/dl, 438 mg/dl, and 400 mg/dl. The customer also mentioned that they had a slight headache. Customer treated with 5 units of insulin. Troubleshooting occurred. Insulin pump failed high pressure test. Advised insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).